Event description:
On 01/07/2015, the reporter contacted animas alleging that on (B)(6) 2014 the patient was hospitalized for elevated blood glucose (bg) of ¿high¿ (>600mg/dl) with unspecified amount of ketones associated with a power issue with the pump. The reporter did not specify how the patient was treated for the elevated bg in the hospital. The patient reportedly discontinued pump therapy. The reporter stated that the pump did not give a ¿low battery¿ warning prior to the battery going dead. The patient reportedly did not realize that the pump had powered off and went for a long period of time without insulin. It is unclear at this time if the pump provided a ¿replace battery¿ alarm prior to powering off. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with a power issue with the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: a review of the black box indicated the last basal delivery occurred on (B)(6) 2015 at 6:27 pm. The black box data from the reported date (B)(6) 2014 is unavailable for review due to continued pump use. A review of the alarm history indicated two ¿low battery¿ warnings and two ¿replace battery alarms¿ had occurred on 12/16/2014. The black box showed one reboot on (B)(6) 2015; however the battery voltage prior to the reboot was above the threshold for ¿low battery¿ warnings and ¿replace battery¿ alarms. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was cracked. The returned battery cap was able to secure to the pump and maintain an electrical connection. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The pump successfully completed a rewind, load, and prime sequence and all current draws were found to be within specifications. The pump was exercised for 24 hours with no power issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and there were no defects found to the power circuit. A ¿low battery¿ warning and a ¿replace battery¿ alarm were simulated during investigation and the pump emitted the appropriate audio-visual alerts at the correct voltage threshold limits. The complaint of a power issue could not be duplicated on investigation, and the pump was found to be alarming appropriately. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.